Event description:
Facility reports that, while transferring a pt from toilet to bed using a likorall 242es, that the sling came off from the sling bar causing the pt to slide out of sling. Pt hit elbow, wrist and head on the floor. Cardiology did evaluation of pt - medicated for headache and determined that there were no injuries.

Manufacturer narrative:
On november 29, 2006, the lift and sling involved in the incident were viewed and inspected by a liko distributor, and were found to be in proper working condition. Following the incident, the nurse manager inspected the sling loops, stitching etc and looked at the lift unit for any signs of a problem. The same lift and sling were used successfully to pick pt up from floor and transfer her back to bed. Facility maintenance personnel checked the lift in the room and found no problems. As a precautionary measure, the lift was taken to the maintenance shop for a full inspection. This inspection was completed on 11/27/06 and the lift was found to be in proper working order. It was determined by the facility that user error was the likely cause of the incident.